Manufacturer narrative:
Analysis of programming history.

Event description:
New programming history was reviewed for this device that was not previously available. The programming history showed that the device was programmed to 1/20/250/30/1.1/1/250/60 on (B)(6) 2014. When the device was interrogated on (B)(6) 2014, the device was still at 1/20/250/30/1.1/1/250/60, indicating no change occurred between the patient's visits to the doctor. It was noted by the medical professional that the patient had been programmed to 2/20/250/30/1.2/2/60/250 on (B)(6) 2014, but there was no evidence in the programming history to support that claim. No device malfunction has occurred.

Event description:
On (B)(6) 2014, a medical professional reported that this vns patient¿s device settings were not as they were expected. The patient was last seen on (B)(6) 2014 at which time, the settings were reported to be 2/20/250/30/1.2/2/60/250. The device was interrogated on (B)(6) 2014 at 1/20/250/30/1.1/1/60/250. There were no reports of any adverse events involving the patient.